Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that drawer 6.1 pockets were missing on station. A field service engineer (fse) accessed the hardware test application (hta) and attempted a firmware update, during which main drawer 6.1 pockets were detected. The customer was then guided to perform a hard reboot, after which no drawer failures were observed. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6.1 and 6.2 was failed and not on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.